Event description:
Routine complaint investigation when a consumer reported receiving a high reading of 269 mg/dl on the precision qid blood glucose monitor when compared to a laboratory value of 111 mg/dl. The values when plotted on a parkes error grid, fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.